Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) was contacted and recommended device replacement. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not returned for analysis.